Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information within the event and the unanswered good faith effort (gfe) questions. This conclusion code is based on the available information and the review conducted at the boston scientific site. It was reported that the patient with minor vascular injury had chest pain and was provided with medication as treatment. The 60% stenosed target lesion was located in the anterior descending branch. This quantum maverick balloon catheter was used for dilatation. During the balloon delivery, through the guiding catheter to the lesion site, the balloon was kinked. The patient experienced a minor vascular injury, leading to contrast agent retention as a complication. The patient developed chest tightness, and the balloon was immediately withdrawn, followed by the administration of heparin. The reported events are consistent with known potential adverse events associated with percutaneous transluminal coronary angioplasty dilatation catheter use, as outlined in the instructions for use, including pain (angina/chest pain) and vessel injury. The device was not returned for analysis. Therefore, no device analysis could be performed to further assess potential contributing factors. As additional information was not provided via gfe and without a returned device, it is not possible to determine/establish the cause of the reported event having occurred.

Event description:
It was reported that a balloon failure occurred and the patient experienced complications. The 60% stenosed target lesion was located in the anterior descending branch. A 2.50 mm x 15 mm quantum? Maverick? Balloon catheter was advanced for dilation. During advancement of the balloon through the guiding catheter toward the lesion, the balloon became kinked. Abnormal balloon filling at an abnormal angle was observed during contrast injection, resulting in contrast retention. A minor vascular injury occurred, and the patient developed chest tightness. The balloon was immediately withdrawn and heparin was administered. The procedure was completed with another of the same device. No further patient complications were reported, and the patient condition post procedure was stable.